Manufacturer narrative:
Clinical investigation: a temporal relationship exists between continuous cycling peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, and the adverse events of abdominal pain, tia, ischemic gut and subsequent death. The pdrn stated the events were unrelated to pd therapy or the utilization of any fresenius product(s) or device(s). The pdrn stated the patient expired due to an ischemic gut caused by a blood clot from a tia. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. However, given the congruence between the rapid response and ccpd therapy on (B)(6) 2019; in addition to the lack of information available (e.g. No discharge summary, esrd death notification or documented cause of death), the liberty select cycler cannot be excluded from having a possible contributory role in the adverse events. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A hospital registered nurse (rn) called to find out how to disconnect the patient because they're in rapid response. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) stated the patient passed away on (B)(6) 2019. The pdrn stated the patient underwent a coronary artery bypass graft (specifics not provided) in (B)(6) 2019. Following surgery, the patient was placed on coumadin (details not provided), and subsequently experienced multiple (dates not provided) transient ischemic attacks (tias). The patient was experiencing severe abdominal pain in the home (date not provided) and went to the hospital. Once admitted, the patient was found to have an ischemic gut (caused by a blood clot from the tias), and subsequently passed away on (B)(6) 2019. The discharge summary, end stage renal disease (esrd) death notification and/or death certificate are unavailable. The pdrn stated the events were unrelated to peritoneal dialysis (pd) therapy or the utilization of any fresenius product(s), drug(s) or device(s).